Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation was performed. The pneumatic block was replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported failure to complete its internal self-test was due to an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation was performed. Review of the device logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. The pneumatic block and main circuit board were replaced as a precaution. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.